Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ pruritus: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via MRI, "pruritus, asymmetry with a marked shell, siliconoma, silicone vacuoles and torn appearance of the implant during its explantation". This record is for the left side. Device has been explanted and is available for return.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via MRI, "pruritus, asymmetry with a marked shell, siliconoma, silicone vacuoles and torn appearance of the implant during its explantation". This record is for the left side. Device has been explanted and is available for return.